Event description:
Patient called to report device migration, exchange from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient called to report bilateral device migration, exchange from textured to smooth breast implants due to the patient¿s concern with the product.. Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified red particles material was found on the shell/gel, wear abrasion, fold creases and one extended opening. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.